Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using nexiva¿ closed IV catheter system ¿ dual port maxzero needleless connector a the needle detached from the safety mechanism. There was no report of patient impact. The following information was provided by the initial reporter: material no.: 383576 batch no.: 0300545 it was reported that needle was exposed and not protected, after IV was started.

Event description:
It was reported while using nexiva¿ closed IV catheter system ¿ dual port maxzero needleless connector a the needle detached from the safety mechanism. There was no report of patient impact. The following information was provided by the initial reporter: material no.: 383576 batch no.: 0300545. It was reported that needle was exposed and not protected, after IV was started.

Manufacturer narrative:
H6: investigation summary: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.